Manufacturer narrative:
The investigation of infection/sepsis, access site bleeding, vt/vf, positioning issues, thrombus and low pump flow. Thrombus and low pump flow was added by the investigator. Has been completed. Infection/sepsis: an infection/sepsis can occur during or after impella support. When diagnosing the cause of an infection in a patient, the following clinical evidence would need to be considered holistically: -patient symptoms and medical history obtained by the treating clinician -physical examination findings -results of special investigations : laboratory test results & imaging studies -microbiological culture and sensitivity results -response to previous treatments and therapies -any relevant epidemiological information or exposure history -concomitant devices in use -preexisting patient condition such as underlying infection, remote septic sources such as indwelling lines/catheters or other bioprosthetic material in situ. -care of access site because this evidence has not been provided, the root cause of the infection cannot be determined ¿access site bleeding: there were no abnormalities on the returned product. Clinical mention oozing in groin access sites overnight (ECMO and impella) which slowed down the following day. The root cause of the access site bleeding - minor was most likely patient condition as evidenced by the report of the bleeding from multiple access sites. Vt/vf: cardiac arrythmia can be reported during impella support. To make a determination as to the cause of the cardiac arrythmia, the following clinical information must be considered: ¿patient's medical history, including any pre-existing cardiac conditions, previous episodes of arrhythmias, or structural heart disease ¿timing of the arrythmia event in relation to impella support (during or post-implant) ¿electrocardiogram (EKG) recordings of the arrhythmia episodes ¿evaluation of any underlying electrical disturbances, such as qt prolongation or electrolyte imbalances ¿assessment of hemodynamic instability during the arrhythmia, including blood pressure and cardiac output measurements ¿presence of other potentially contributory factors, such as medication changes, ischemia, or electrolyte abnormalities ¿response to any antiarrhythmic treatments or interventions during the event ¿any documented device-related issues or complications during impella support ¿evaluation of potential triggers or precipitating factors, such as catheter manipulation, reperfusion injury, or increased myocardial oxygen demand ¿review of any concomitant medications that may influence cardiac electrophysiology with a returned impella, the device can be inspected for any burrs or rough edges that may contact the heart wall. To determine the true root cause of the vt/vf, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the vt/vf was not determined. Positioning issues: there were no abnormalities on the returned product. Clinical reported impella also appeared deep, so was repositioned under echo guidance. No additional information was provided on how pump became mispositioned. The root cause of the positioning issues was not determined as there were no abnormalities on the returned product and insufficient information related to positioning failure was provided. Thrombus: the failure mode of ¿thrombus¿ is to be used when a thrombus is noted but cannot be connected to any other adverse events or decrease in pump performance. Thrombus can be observed in the body or on the pump upon explant. When making a determination as to the cause of the thrombus, the following clinical information must be considered: ¿patient's medical history, including any previous thrombotic events or conditions. ¿description of the location and characteristics of the thrombus (e.g., size, shape, consistency). ¿relevant laboratory test results, such as coagulation profiles and platelet counts, ¿imaging studies, including ultrasound, CT scans, or angiography, to assess the extent and location of the thrombus. ¿any underlying medical conditions or risk factors that may contribute to thrombus formation (e.g., atrial fibrillation, hypercoagulable states). ¿medications or treatments that the patient was receiving at the time of thrombus formation. ¿surgical or procedural details if applicable (e.g, cardiac catheterization) ¿any symptoms or clinical manifestations associated with the thrombus (e.g., pain, swelling, ischemic events). ¿presence of any other indwelling cannulae, lines, or devices such as ECMO, dialysis catheters, swan gantz catheters, central lines, etc. ¿response to any previous anticoagulation or thrombolytic therapies, if applicable. With a returned impella, the device could be inspected for any burrs or rough edges that may promote thrombus growth. To determine the true root cause of the thrombus, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the thrombus was not determined. Low pump flow: there were no abnormalities on the returned product. The pump was run in the lab and the low pump flow was not reproduced. The data logs show the drop in flows occurred when the pump was in the aorta, an incorrect position. Clinical confirmed pump was in incorrect position via echo. The root cause of the low pump flow was most likely due to improper positioning of the pump as clinical imaging and log analysis suggest improper positioning of the pump during low pump flow onset and low pump flow issue did not reproduce on the returned product. D6b explant date was erroneously entered on the initial manufacturer device report number 1220648-2025-27520.

Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system, section: general patient care considerations, ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer, ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states), ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: table 3.2 impella catheter components, ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported a patient was found to have complex tachycardia and was intubated and placed on extracorporeal membrane oxygenation and impella cp. During support, it was noted that the patient had positive blood cultures and was started on antibiotics. The impella cp appeared deep so it was repositioned under echocardiogram guidance. Additionally, the patient had an episode of atrial fibrillation and was treated with intravenous bolus. It was noted that the oozing from the access sites had slowed down after the stitch was placed. The patient survived the procedure.

Event description:
The complainant also reported that the impella cardiac output was jumping around. The patient was on ecpella with a very apulsatile aortic placement signal.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. The 5s parameters on the returned product were within specification. The pump had no abnormalities and passed the light continuity test. The data logs confirm 'update cardiac output' alarms. The alarms triggered when pump position was changed and when the pump was disconnected. Based on the trigger criteria for the alarms, it seems like the alarm triggers were met. The root cause of the optical signal issue was unable to be definitively determined as insufficient information related to timing of clinical events in relation to alarm triggers was provided. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated to include optical signal issue description. H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2025-27520. D10 concomitant medical products and therapy dates updated.